Event description:
Additional information received reported the patient had inadvertently turned off their stimulator. The patient's physician "re-oriented the patient on how to charge the deep brain stimulation (dbs) system and how to check to see if the stimulator was on." It was noted the patient had experienced worsening parkinson's symptoms. The patient did not require hospitalization due to the event. The patient resolved without sequela.

Event description:
It was reported that the patient was unable to adjust their stimulator. The "call your doctor" icon was displayed. The device was in a "power on reset" (por) condition as of the day prior and the stimulation had been turned off. The por was cleared and the stimulation was turned back on.

Manufacturer narrative:
Extension: model 748266, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Extension model 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Programmer model 7436, serial# (B)(4). Recharger model 37651, serial# (B)(4). Programmer model 37642, serial# (B)(4). Lead model 3387-40, lot# j0206713v, implanted: (B)(6) 2004, explanted: na. Lead: model 3387-40, lot# j0206713v, implanted: (B)(6) 2004, explanted: na. (B)(4).

Manufacturer narrative:
(B)(4).